Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and the instrument failed recognition based on log review. The instrument was placed and driven on an in-house system. The instrument passed recognition, cut and seal and engagement but failure code 282, " tool invalid reason: one or more tool sensors were not detected: both tool presence pins not detected (tool sn not available) on usm4" was reported in the logs. The instrument information found in the rfid was not detected. Additional findings not related to customer reported complaint: the instrument was found to have a broken distal clevis at the distal end. There is a piece measuring approximately .0270" x .0315" missing and not returned. The instrument was found to have the chassis warped resulting in the chassis being bent and not seating flat. A warped chassis is likely the result of thermal damage that can occur as a result of inadvertent reprocessing of the instrument prior to return. The complaint was confirmed by failure analysis. When the instrument is first installed on the da vinci system, recognition gets checked first by reading the radio frequency identification (rfid) chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the instrument information found in the rfid chip due to it being damaged, dislodged, or corrupted.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the suction irrigator instrument was found to have recognition issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no incidents of broken pieces falling into the body or instrument breaking during procedure. Because the issue was reported as poor recognition, it is highly likely that the breakage occurred during cleaning or packaging. He patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no thermal damage observed. There was no injury to the patient.